Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue with the device's system board. The system board was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failure was found to be an internal fault of the u1 3.3 vdc buss, which was observed to be shorted.